Event description:
The event involved a plum tubing set (15687) that was reported to be leaking at the blue port for back prime or line 2. It was mentioned that it was not new tubing and had been in use prior to the start of their shift at 0700. There was a delay for several minutes but not critical to patient wellbeing and no effects. There were a patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: catalog number and lot number is unknown.